Event description:
It was reported that the vertical lift column on the 7700 system would not go down, and the limit switch was not working. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connection to the limit switch was repaired during the svc call. The system was tested, and found to be working as intended, and put back into svc.